Event description:
A 3.5mm reconstruction plate was implanted at another facility in 2002 for a clavicular fracture. Pt presented to this facility a month later with nonunion and broken plate. During revision surgery, broken plate was removed and a 4.5mm reconstruction plate and seven screws were placed.